Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was not performed since a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the reported unspecified failure mode could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated d4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "comparative effectiveness of balloon aortic valvuloplasty via transradial and transfemoral access."

Event description:
This study compared the effectiveness of balloon aortic valvulosplasty via transradial and femoral access. Multiple vascular closure devices were discussed, including the perclose proglide device. Although some complications were noted with all vascular closure devices discussed, the complications specifically for proglide device included major vascular complications including bleeding. There were unspecified closure device failures. Additional devices were used to achieve hemostasis in some events. The study concluded that transradial access for balloon aortic valvuloplasty showed a significantly lower rate of peri-procedural adverse events compare to transfemoral access while maintaining similar short-term clinical outcomes. In eligible patients, radial access may be preferred over femoral access. Specific patient information is documented as unknown. Details are listed in the article, titled ¿comparative effectiveness of balloon aortic valvuloplasty via transradial and transfemoral access¿